Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the device log files were provided for evaluation. The log files did not show any active alarms on the reported event date of 01sep2025 while the device was ventilating. The log files do not provide any evidence that a fault occurred or that ventilation abruptly stopped. Ventilation appeared normal during the last confirmed operation on 01sep2025. We were unable to confirm the reported malfunction during our log file review.

Event description:
It was reported that the device stopped ventilating while being used on a patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Device manufacture date is unknown.